Event description:
Customer stated "daughter was using the pad. Pushed down on the trigger and the trigger sparked." The product was returned for investigation. The product was approx. 16 years 7 months old when the incident occurred. The cord was bent at the strain relief causing the cord to disconnect. Cord also appears to have been chewed on by a small animal. The inspector found no issues with the switch. Pad was bunched, and dirty, these signs are observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Customer did not seek any medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.